Event description:
The pt reported that on five separate occasions since 2006 she has experienced her infusion set tubing being blocked and her infusion device did not produce an 04 (occlusion) alarm. She stated that in 2006 she had symptoms of extreme tiredness and feeling lethargic. She tested her blood glucose and it was 427 mg/dl. She tried several times to prime the infusion set tubing, but was not successful. The pt reported that she was able to change her infusion set tubing and head set and was finally able to prime the device and administer a 9 unit insulin bolus to reduce her blood glucose. The pt did not report requiring any medical intervention for any of the occasions she reported. The affected product was requested to be returned for eval.